Event description:
Implanted a plate silicone lens and was damaged during insertion. The lens was implanted and removed without pt injury. The model and lot numbers of the cartridge and injector used during surgery were not specified by the facility.